Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient's spouse stated that during the procedure her spouse was paralyzed. The patient went into the procedure walking and came out paralyzed. The patient's spouse stated that the event was due to the procedure itself, and didn't think it was regarding the implant of the stent grafts.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.